Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. Based on the manufacturing/expiration dates of the product it would have been implanted between (B)(6) 2003 and (B)(6) 2008. The reporter was the patient who indicated that they were able to read even the smallest letters and numbers clearly for about 10 years. After that, the quality of their vision deteriorated, slowly at first and then more dramatically. Information was provided by the implanting facility that the last file entry for this patient was two years ago. The information indicated that the multifocal iol was decentered, no opacification was described. No more information was available. The hcp for the case was no longer with the facility. This information was provided to the reporter (patient). The reporter disagreed with the information provided. The patient was encouraged to contact their ophthalmologist regarding diagnosis and treatment. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information included in b.5. And h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received that the iol was decentered and there was no opacification. The patient experienced secondary cataract. Additional information has been received and patient stated that the examination happened 2 years back was the cloudy lens but not the iol decentration.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, after 10 years of implantation the patient vision deteriorated slowly at first and then more dramatically. The ophthalmologist revealed that the lens had become very cloudy and the axis had changed. The patient no longer able to look at a newspaper text the letters became blurred. The objects fixed in the distance were blurred with a shadow or edge and in bright light vision was dazzled. Additional information has been requested.